Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600249 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon had ligated the artery and duct successfully. He was placing one more clip around the duct before ending. The area of the duct was larger and he did not have clear sight of the clip ending. He fired the clip and it did not lock. During an attempt to reload the applier the clips came down the shaft and did not fully open in the jaws. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. A functional inspection was performed by attempting to apply clips. The trigger was engaged using hand pressure. An audible ratchet sound could be heard indicating that the internal ratchet ears are intact. Upon partial engagement, one clip properly loaded into the jaws. Upon complete engagement of the trigger the clip was able to properly close and release from the jaws of the applier. No functional issues were found with the returned autoendo5. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A corrective action is not required at this time as there were no functional issues found with the returned autoendo5. Other remarks: the reported complaint of clips not loading properly was not confirmed based upon the sample received. The returned device had no visible damage to the jaws and was able to properly load, apply, and release clips from its inner channel upon engagement of the trigger. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned autoendo5.

Event description:
The surgeon had ligated the artery and duct successfully. He was placing one more clip around the duct before ending. The area of the duct was larger and he did not have clear sight of the clip ending. He fired the clip and it did not lock. During an attempt to reload the applier the clips came down the shaft and did not fully open in the jaws. There was no reported patient injury.